Event description:
Customer reported through medwatch uf/importer report # (B)(4) that when the nurse was activating the hot pack, it exploded. There was no reported injury to the nurse. The patient was not in the room. No further information was provided.

Manufacturer narrative:
Based on the investigation, the device history record could not be reviewed as the lot number was not provided. A sample was not available for investigation.;the root cause for the reported concern cannot be identified with the information provided. Without a specific assignable cause, no specific corrective actions can be completed; however, we will continue to monitor this failure mode for this product.